Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient called into office on friday with concerns of infection. The hcp prescribed antibiotics. Issue not resolved at this time. It was reported the patient was coming to the office today for a wound check and may be having device explanted. Patient to meet on (B)(6) 2019. Unknown if surgical intervention will be scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that no surgery occurred. The patient reported their symptoms were better and after being seen in the office by their doctor, their doctor decided against an explant. The infection has been resolved. The cause of the infection was not determined. No further information was reported.